Event description:
It was initially reported there was a "missed refill date and pump went empty on (B)(6) 2011." The pump alarm was heard and confirmed by telemetry. The critical alarm was due to zero ml reservoir volume reached. The patient experienced no symptoms until (B)(6) 2011, when the patient's mother noticed "some tightness". As of (B)(6) 2011, the patient was at the hcp clinic and a pump refill procedure was planned. It was later reported the pump contained lioresal. The pump was refilled and the hcp decided to reduce the pump dose by 20 percent. On (B)(6) 2011, it was reported the patient's status was "good."

Manufacturer narrative:
(B)(4).